Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display, low battery alert, external ram crc error and unexpected restart from the insulin pump. The customer's blood glucose level was 209 mg/dl. The customer stated that she had a low battery message in the morning and when she changed the battery, it would not come back on. The customer stated that the battery did not last more than 1 week. The customer had external ram crc error and unexpected restart alarm in the alarm history. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to monitor blood glucose carefully. The customer was advised call back if display does not return after waiting two hours and reinserting battery.